Manufacturer narrative:
The reported event of corroded iui connectors was confirmed after a review of the site visit report. No further investigation of this event is possible at this time. No definitive root cause was determined for this issue, however based on reported of un-approved cleaners being used it does appear to be unapproved cleaning techniques. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During the site visit, the customer reported corroded iui corrosion. The first course of action is to attempt to clean the connectors using a dedicated soft bristled brush and 70% isopropyl alcohol. If this doesn't work, the iui connectors are replaced. The iui connectors are not avoided during the wiping down process. There is no report of patient involvement.